Event description:
It was reported that occasional oversensing was occurring on the right atrial and right ventricular channels. Technical services (ts) was contacted and programming options were discussed. Ts noted episodes with noise on the ra and rv leads intermittently, an episode with 4.5 seconds of asystole, and episode with pacing inhibition and episodes where pacing was delivered when not required. The patient has reported lightheadedness. The device and leads remain in service. No adverse patient effects were reported.